Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.

Event description:
Report received from USA stating that the device had a motor that was over heating during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There was no additional info provided.